Event description:
It was reported that the implantable cardioverter defibrillator exhibited an output anomaly and was in backup operation mode. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed the complaint of backup operation. The root cause was igbt damage which was caused by an ICD-generated hv shock (during dft) taking an aberrant pathway. A power on reset occurred as a result. No further anomalies were found.